Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an external device to an implantable pump infusing unknown morphine and bupivacaine. The indications for use was non-malignant pain. It was reported that the patient stated they were using the handset to check to see how many boluses they had left and how much time was left on the lockout. The handset showed that a bolus was delivered even though they had not requested it. The patient stated that it happened once before but could not provide an event date, month or year. The patient states it also happened again yesterday. The patient was trying to describe what rectangle box they tapped into but the manufacturer's patient services specialist (pss) did not understand. Pss recommended that the patient document the time and date of occurrence and at next fill the doctor could pull the records from the pump/handset and see what was going on. The patient stated they had not been seeing a lag at 91% until today but it was not long at all. The patient stated they were working with the someone and they "turned in their paperwork" and not was not seeing the lag at 91% any longer. Additional information was received from the healthcare provider (hcp) reported that version was 2.0.1460.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.